Manufacturer narrative:
Young kyun woo, jin wha chung, hwa sung lee (2010) long-term clinical and radiological outcomes of hybrid total knee arthroplasty; acta orthopaedica et traumatologica turcica; 44(6):431-436; doi: 10.3944/aott.2010.238. Root cause could not be determined, conditions are addressed in the package insert. Part and lot identification necessary for review of device history records and complaint history was not provided. Risks associated with reported condition are addressed through the warnings in the package insert as a part of design control risk management. Associated package insert 01-50-0975, there are warnings in the package insert that state this kind of event can occur. Under "possible adverse effects," number 2 states, "early or late postoperative, infection, and allergic reaction;" number 4 states, "loosening or migration or the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity;" number 11 states, "wear and/or deformation of articulating surfaces;" and number 15 states, "postoperative bone fracture and pain." If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. (B)(4).

Event description:
Information was received based on review of a journal article titled, "long-term clinical and radiological outcomes of hybrid total knee arthroplasty" which evaluated the clinical effectiveness and radiological results of hybrid tkas (uncemented femoral component with a cemented tibial component). This complaint addresses the nine (9) cases involving the femoral component, three (3) cases involving tibial components, and two (2) cases involving both femoral and tibial components. There has been no further information provided and the patient outcome is unknown.